Manufacturer narrative:
Concomitant products continued: 694765 lead, implanted (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote monitoring transmission was sent. There was possible intermittent undersensing on the right atrial (ra) lead and the measure p wave was below the normal range. The lead remains in use. No patient complications have been reported as a result of this event.